Event description:
Pt is a (B)(6) y/o male with type 1 diabetic mellitus. He underwent insertion of dexcom g5 continuous glucose monitoring system on the left abdominal wall by the endocrinologist in the office on monday, (B)(6) 2019. It was very painful and the mother observed that the sensor stopped working after 1.5 hrs of use. She contacted the endocrinologist who advised to remove the device and insert a new one on the contralateral side of the abdomen. The mother had taken the course given by the company to remove and insert the device, so she proceeded to remove the malfunctioning device and insert a new one. She inserted it on the right side of the abdomen. The pt immediately felt pain and could not tolerate the device so she removed. Upon removal, she observed that the wire portion of the sensor was missing and had broken inside his abdominal wall. He complained of severe pain, had vomiting, and decrease his oral intake for a few days. Due to persistence of the pain and non visualization of the wire, she took him to the emergency room at (B)(6) and x-rays showed two fragments of wire embedded in the abdominal wall. A radiologist thought that the wires were inside the abdomen but add'l imaging demonstrated that they were embedded in the abdominal wall. The pt underwent surgical removal of the two wires under fluoroscopic and ultrasound guidance today, (B)(6) 2019. This complication was notified to the dexcom company and the support tech recommended for the family to "seek a health care professional evaluation". They stated that they do not commend removal of the wires if they are asymptomatic but in this case, they did not provide me of any recommendation. They should have been more diligent and responsible in attempting to locate and tract lot number, as two of the devices were defective. FDA safety report ID# (B)(4).